Event description:
The customer reported the switch on the panorama central station locked up causing no communication, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the switch.